Event description:
A surgeon reported having a pt with an unexpected postoperative refraction with little or no cylinder correction following intraocular lens (iol) implant surgery. In a follow-up, the surgeon reports that he believes the event is due to a calculation error on his part, but is unsure what the contributing factor is. The pt is happy with the postoperative outcome. No further info is expected.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no similar complaints reported in the lot number. Additional info was requested on 02/09/2010 by fax and mail. Additional info was received on 02/17/2010 by phone. An uncompleted questionnaire was returned on 02/24/2010. (B) (4). (B) (4). (B) (4).